Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. A clinical investigation was performed. The customer states many preexisting conditions. Md seen treatments received. Customer still wants to use the sc2 and will purchase a sc3 if he has to. He continues to use the device without further reported issues. Continue to track and trend. Reporting for due diligence.

Event description:
Customer reports pneumonia & sinus infections. Md seen. Received antibiotics & steroid nasal spray. Otc allergy meds.